Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the above listed x3 cr tibial insert #5 9mm (lot mhp39p) was removed and replaced with a 5531-g-513 x3 cs tibial insert 35 13mm due to instability of the knee."